Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30970407l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that at the end of the procedure, when withdrawing the catheter from left atrium (la), the cardiac shadow was checked by fluoroscopy, but movement was poor. Pericardial water was confirmed by chest echography. No defect such as error occurred in any catheter. Timing when complaints occurred was about 4 hours after the start of the procedure, after the creation of sound map and pre voltage map, box isolation of the posterior wall of la was performed, and when moved to the right atrium (ra). When attempted to perform cavotricuspid ishmus (cti) and superior vena cava (svc). Pericardial fluid was removed by drainage, and the patient was followed up. The patient's state was confirmed stable and the patient went to the intensive care unit (ICU) overnight. Pericardial effusion was checked by echocardiography at the beginning of the procedure, but there was no pericardial effusion at this point. The procedure was performed for about 4 hours, and the patient's vitals were stable consistently. The physician started to check the motion in fluoroscopy and noticed an abnormality. There was no sudden change in the patient's condition during the drainage procedure, and the patient's consciousness was clear. The patient's condition was checked in the catheter¿s room for about 1 hour, and the patient was followed up in the ICU overnight in a stable condition. Atrial septal puncture was performed. Ablation was performed before pericardial effusion was identified (addition of roof line and bottom line for box isolation of posterior wall of la and 2nd procedure of pulmonary vein isolation(pvi)). Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: 8 cc up to 0 w, 35 w 15 cc. The physician's opinions on the relationship between the event and the product was that it may have occurred during the initial brockenbrough (bb) stage. There was some mass in the drained blood, which initially became tamponade but was slightly obstructing, but could not be completely obstructed by intraoperative administration of heparin, etc. It was assumed that pericardial fluid gradually accumulated. There were no abnormalities observed prior to and during use of the product. Relevant medical history is unknown. Additional information was received on 16-mar-2023. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was procedure related. Drainage was conducted. Outcome of the adverse event was improved. Transseptal puncture was performed; however, no details on the needle were available. Prior to noting the cardiac tamponade, ablation was performed. Evidence of steam pop was not confirmed. The event occurred after ablation. Irrigated catheter was used in the event, the flow setting was 8ml with less than 30w and 15ml with 35w. No error messages were observed on biosense webster equipment during the procedure. Additional filter used with the visitag was fot. Tag index was used. Additional information was received on 30-mar-2023. Transseptal puncture was performed using an rf needle. The correct catheter settings were selected on the generator. The pump was switching from low- to high flow during the ablation. The force visualization features used were dashboard and vector. Ablation was stopped if 40g was exceeded. The parameters for stability were used range 3mm, time 3 seconds fot 25%, 3g, tag size 2.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The investigation was completed on 18-may-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician's opinions on the relationship between the event and the product was that it may have occurred during the initial brockenbrough (bb) stage. There was some mass in the drained blood, which initially became tamponade but was slightly obstructing, but could not be completely obstructed by intraoperative administration of heparin, etc. It was assumed that pericardial fluid gradually accumulated. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-apr-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).